Event description:
It was reported that the patient's right leg pain was covered by an implantable neurostimulator (ins) from a different manufacturer connected to the device in this report. For about 6 weeks, the patient suddenly felt high frequency stimulation from that ins in the foot. It was reportedly an overstimulation sensation. Impedance testing showed all impedances were within normal limits. The ins was reprogrammed so the patient didn¿t feel the high frequency stimulation. The ins was switched off approximately two weeks later.

Manufacturer narrative:
Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).